Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin at the infusion site (arm). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to 353 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The external soft cannula was observed to be stretched. This damage led the length of the soft cannula to measure out of specifications at 1.33 inches. The exact time and cause of the soft cannula damage could not be determined. Inspection of the download and patient history buffer (phb) data found no issues that would suggest a problem with insulin delivery. It could not be determined if the observed cannula damage contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.